Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of data from the reported event date in the submitted log files captured the pump operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event, including specific case/patient information; however, no additional information was provided. No further related events associated with the patient implanted with heartmate 3 lvas, serial number (B)(6), have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists pericardial fluid collection as an adverse event that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1-a4: patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a history of pericardial effusion status post a recent pericardial window. The patient's log files were submitted for review. The event log files captured routine events. The ventricular assist device and peripheral equipment were functioning as intended.